Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked belt clip slot at the battery tube threads area, cracked battery tube threads, cracked case at the display window corner, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the plastic edge on the customer's reservoir compartment was coming loose. The top edge was able to move and was cracked like a spiral around the reservoir compartment. The patient's blood glucose at the time of incident was 7.3 mmol/l. Troubleshooting was initiated for the physical damage. The customer was unsure how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.